Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300 mg/dl. The customer had symptoms such as nausea, vomiting and abdominal pain and treated with the pump. Customer's blood glucose value was 267 mg/dl at the time of the call. The customer also mentioned blood glucose of 500 mg/dl last night. The customer was not able to get out of the 200's mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The product was not returned for analysis.